Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had an impella cp placed to support an obese cardiac patient. The pump was placed however during the support there was low placement signal and suction. It was also reported that the pump came out of the left ventricle during patient movement. The pump went to the aorta but the patient was stable. It was noted that given that the patient was morbidly obese, the interventional cardiologist pulled (one centimeter) the impella under fluoroscopy. The plan is to reposition the device under fluoroscopy. No other information was provided about the repositioning. The pump was explanted and the patient survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position: clinical reported during transfer from ccu to ICU, the patient moved suddenly, causing the impella cp to migrate into the aorta. The cause of the issue was determined to be use related as evidenced by clinical information. Pump suction: clinical reported ongoing suction. No patient volume issues were noted nor was ECMO use mentioned. Log analysis shows suction alarm #14 events were triggered correctly. Logs showed severe change in motor current at onset of suction alarms. The cause of the suction alarms was not established as no product was returned and limited clinical information was provided. Optical sensor issue: clinical reported intermittent placement signal low alarms. Alarms did not coincide with suction events. The data logs confirm alarm events. Placement signal at the time of alarm occurrence was noisy and around 50mmhg. Further rt log analysis showed intermittent dips in placement signal towards 20mmhg verifying correct trigger of alarms. Motor current values were stable and unaffected. There were no position related alarms. No relevant patient condition or abnormality noted. No volume issues noted. The 5s parameters were within specification with contrast slightly variable. The cause of the issue was not established as no product was returned and limited clinical information was provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.